Event description:
The pt cut out post operation elastics and complained of pain, due to this a revision surgery was performed which included hardware removal.

Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined. Statistical eval did not indicate any device related issue.